Event description:
The customer reported that the device had a red x, periodically chirps adn would not turn on. There were no reports of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.